Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported: "the valve did not pump, did not work". As part of the hospital's protocol, the device was checked prior to insertion into the pt.